Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had chest pain and rapid heart rate. The right atrial lead had high impedance and a possible fracture. Oversensing was noted during device manipulation. The right ventricular lead was capped and not replaced. No further patient complications have been reported as a result of this event.